Event description:
Manufacturer received a report of a user of a manual wheelchair fell from her chair and broke her hip. The chair war returned to the manufacturer for evaluation and analysis no malfunctions.